Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace scanner. A field service enginee troubleshot device found barcode scanner not functioning. So, the scanner was replaced. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a scanner failure, scanner not scanning. The customer reported that the user was able to remove the medication but there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.